Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.

Event description:
It was reported that during an unspecified procedure, the graphix guide wire broke and the tip remains in the patient. The totally occluded lesion was located in the superficial femoral artery (sfa). Several attempts were made to pass the graphix guide wire at which point it became lodged in the total occlusion. During an attempt to pull the wire out, the tip detached. The guide wire was removed but the tip remained stationary. The tip of the guide wire remained stationary. The tip of the guide wire remained in the peripheral vasculature of the leg. The procedure was not completed due to this event. No further patient injuries or complications were reported. Patient status is reported as "okay". No future retrieval attempt is planned at this time.